Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable high parathyroid hormone (parathormone, parathyrin) - pth, intact results for one patient. The initial result was >5000 pg/ml. The customer diluted the sample 1:3 and the calculated value was 9621 pg/ml. When diluted 1:5, the calculated value was 6860 pg/ml. On (B)(6) 2016, the customer reported they found a leak in pinch valve tubing. After changing the pinch valve tubing, the sample was repeated. The customer diluted the sample 1:2 and the result was >5000 pg/ml. The customer diluted the sample 1:4 and the calculated value was 18240 pg/ml. When diluted 1:8, the calculated value was 17952 pg/ml. Another sample from the same patient that was drawn on (B)(6) 2016 was tested on (B)(6) 2016. The result was approximately 500 pg/ml. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. Information regarding if the patient was adversely affected was requested, but it was unknown. The reagent lot number and expiration date were requested, but were not provided. It was determined the root cause of the issue was the damaged pinch valve tubing which was changed by the customer. After exchanging the pinch valve tubing, the diluted samples showed linearity.